Event description:
It was reported that: "the cuff did not fully inflate during use. The pilot balloon was fully inflated. Therefore, a new kit was opened instead. There were no problems with the cuff during the test before use." There was no desaturation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the cuff did not fully inflate during use. The pilot balloon was fully inflated. Therefore, a new kit was opened instead. There were no problems with the cuff during the test before use." There was no desaturation.

Manufacturer narrative:
(B)(4). The actual sample was returned to the manufacturing site for investigation. The manufacturing site reports that a visual inspection was performed and no abnormalities were observed. It was also reported that the cuff was inflated using an endotest meter and the cuff was able to maintain pressure at 25mbar. The sample was immersed in water and no bubbles were observed indicating there was no leakage. The complaint could not be confirmed.